Manufacturer narrative:
Our instructional insert states, under warnings and precautions: do not use the ultracision harmonic scalpel blades without the proper adaptor. Failure to use the proper adaptor as described in the device description may result in user or pt burn injury. The blade has been designed to meet the international safety standard en60601-1 based on an intermittent operation of 15 second on/off intervals. For activation times of longer duration and under certain fault conditions, the blade shaft may become hot. To prevent burn injury, avoid direct tissue contact with the blade sheath or take preventative measures to protect tissue that comes in contact with the sheath. To avoid user or pt injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the pt, drapes, or flammable material while not in use. During prolonged activation in tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times.

Event description:
It was reported that during a mammaplasty procedure, while the dr was using other instruments, he left the blade on the pt. This produced 3rd degree burns to the pt.